Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed replacement indicator. As a result, the patient had his scs ipg replaced as the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.